Manufacturer narrative:
B1: updated with product problem. Device evaluation by manufacturer: the pcb device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a pinhole leak located in the balloon sleeve 2mm proximal from the distal tip. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that the balloon had a hole. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified arteriovenous fistula. A 5.00 mm/2.0 cm/135 cm peripheral cutting balloon catheter was prepared and advanced into the patient for angioplasty. However, upon inflation, the balloon did not hold pressure. The device was removed and examined on the back table, where a hole was found in the balloon. The procedure was completed using an alternate device. No complications were reported.

Event description:
It was reported that the balloon had a hole. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified arteriovenous fistula. A 5.00mm/2.0cm/135cm peripheral cutting balloon catheter was prepared and advanced into the patient for angioplasty. However, upon inflation, the balloon did not hold pressure. The device was removed and examined on the back table, where a hole was found in the balloon. The procedure was completed using an alternate device. No complications were reported.